Event description:
It was reported that an asymptomatic patient presented in clinic. Upon device interrogation, it was noted that the right ventricular lead exhibited a gradual increase in pacing lead impedance and capture thresholds over the months. No sensing anomalies were noted. High voltage lead impedance was normal. Upon testing, noise was not present. No intervention was performed and the lead would be monitored.